Event description:
Following lumbar-sacral laminectomy, pt developed blistering along midline back, consistent with a "tape burn." Silvadene & hydrocortisone creams applied. Allergic reaction to adhesive tape suspected.